Manufacturer narrative:
Contact information: (B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with vent inop while in use on a patient. The customer reported that there was no harm to the patient.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the ventilator alarmed with vent inop while in use on a patient. The customer reported there was no patient involvement.